Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr became stuck in the lesion. The 99% stenosed lesion was located in a severely tortuous and severely calcified distal right coronary artery (rca). A 1.25mm rotalink plus unit was initially used to ablate the distal rca. This was exchanged for a 1.5mm rotalink plus unit. During the first ablation, the burr became stuck in the lesion. According to the physician, there was no resistance during the ablation procedure. The physician then inserted an additional guide wire and balloon, however the balloon was unable to reach the location of the burr. The balloon was able to make it to the mid rca, and a balloon inflation was performed, but this did not release the stuck burr. The patient was then taken to surgery to have the device surgically retrieved and coronary artery bypass grafting performed. The patient's condition post surgery was stable. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).